Event description:
The customer reported that the insulin pump did not allow her to prime. The customer stated that she is pregnant and needs a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.